Event description:
It was reported that the "extension lumen tore during treatment on the dialysis machine." The pt was receiving renal replacement therapy at a flow rate of 100ml/min. Catheter was placed in the femoral artery. The first catheter was exchanged with a second catheter. Second catheter tore during a self-test check of prisma/gambro machine.

Manufacturer narrative:
An investigation has been initiated. The returned samples have been forwarded to the MFR for eval. When the investigation is complete, a final report will be submitted.